Event description:
A healthcare professional reported that one of the switches of the footswitch for vitrectomy probe cutting did not work. It was switched on and off manually using a console/screen. Procedure was completed with no delay nor cancellation. No harm confirmed.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. The footswitch cable was replaced and returned for evaluation. The system was tested and found to meet product specifications. The product met specifications at the time of release. A footswitch cable was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformity. The footswitch cable was connected to a calibrated system. Testing of the cable showed that the left heel, right vertical, and right horizontal switches were not being recognized by the system. The root cause of the reported event can be attributed to footswitch cable. However, how or when the cable became nonconforming cannot be determined conclusively at this time.